Event description:
Quality control results for multiple assays were biased low. Analysis of the datalogger files for the analyzer determined it was unlikely that the customer had performed the required signal reagent probe maintenance procedure. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of pt harm as a result of this occurrence.